Event description:
The pt was being transported by ground from a hospital emergency room to another healthcare facility. The pt was placed on an impact 754 portable ventilator which was reported to function normally with occasional alarms "volume delivered does not match the volume set" and "total flow blocked". The pt's o2 sat's were unstable and the pt intermittently anxious however, the transport clinicians did not take immediate action as the hospital staff had warned them of variable o2 readings on this pt with no known cause. When the pt's o2 sat's fell to the low 70's the clinician checked flow from the ventilator circuit which was reported to be "extremely reduced". Transport was completed using manual ventilation (20 minutes) and the pt remained calm and o2 sat's stable. The end user reported there were no complications due to the use of manual ventilation. Though it was reported that serious injury to the pt did not occur, it was reported that the device malfunction caused the need for manual back-up ventilation. This event is being submitted as a serious injury event because the use of back-up ventilation was necessary to preclude permanent impairment or damage due to the device incident.

Manufacturer narrative:
Device was tested upon receipt at impact and input testing demonstrated the device to be in poor general repair. The unit did not work on external air and the total volume alarm activated along with the total flow backup failure alarm. The last maintenance was reported to have been performed by "advanced bio medical" in (B)(6) 2012 however, tidal volumes were low (out of tolerance), debris was found in the o2 valves and the fuse holder was broken. The impact service history indicated the last service (maintenance) performed by impact was in (B)(6) 2011. This lack of proper service is thought to be the root cause of the device malfunctions. Device preventive maintenance (valves cleaned and fuse holder repaired, etc.), calibration, burn-in and output testing were performed. The unit was returned to the end user after it tested within specification.